Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the available information, the investigation determined the likely cause of the reported event was connection of the olympus, model series 190 scope with the power turned on with only the scope cable connected. As stated in the instructions for use, as a preventive measure, "before connecting or disconnecting the endoscope, videoscope cable, oes video converter, and camera head, be sure to turn off the video system center. Otherwise, the ccd may be destroyed."

Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. To resolve the problem, the user unplugged the maj-1430 videoscope cable. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that they were getting an "e315," unsupported scope error when using the olympus, model cv-190, evis exera iii video system center, with olympus, evis series 190 scopes. There was no patient injury, associated with the problem, reported to olympus.